Event description:
Consumer reports inaccurate reuslts with their meter. Analysis run on clark error grid using mean avg. Readings (234) as ref. Point vs. Bd readings (74, 365, 262) yielded data points in the c rane of the grid, outside of acceptable limits.